Manufacturer narrative:
Isi received the mtml rac involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate the reported issue when the mtm rac was installed on a test system. The test system and returned part passed the sine cycle test, 10 power cycles, and idle without issues. There was no trouble found. Isi has received the mtml for evaluation, but has not yet completed failure analysis investigations. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted once the mtml has been evaluated and/or if additional information is received. This complaint is being reported based on the following conclusion: an essential component of the da vinci system was unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system generated error 23 on the left master tool manipulator¿s (mtml) remote arm controller (rac). An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system¿s logs and confirmed error 23¿s occurrence along with error 30 pointing to mtml. The customer recovered the fault, which cleared the error temporarily. When the error returned, an isi tse had the customer power down the system, disconnect surgeon side console (ssc) 1 and continue with ssc 2. The procedure was completed with no reported harm, injury, or adverse outcome. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. An isi fse reviewed the system¿s logs and noted the presence of error 23 on mtml¿s remote arm controller (rac). An isi fse also noted error 30 for mtml. An isi fse was unable to reproduce the reported issue, but replaced mtml and the mtm rac as a precaution. The system was tested and verified as ready for use.

Manufacturer narrative:
4307 - intuitive surgical, inc. (Isi) received the left master tool manipulator (mtml) involved with this complaint and completed the device evaluation. Failure analysis investigations reproduced the reported issue during the sine cycle test. Failure analysis found that the embedded serializer in master base (esmb) printed circuit assembly (pca) and main wire harness had failed on an electrical/fiberoptic level. Failure analysis also found the opto button pads and grip pads to be worn. This complaint is being reported based on the following conclusion: an essential component of the da vinci system was unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.